Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.9 second test inr = 2.4.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060452: first test inr = 1.9; second test inr = 2.4; mean = 2.15; sd = 0.35; %cv = 916%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.